Event description:
Bayer case number:(B)(4) pelvic pain [pelvic pain female] , presence of residual essure implants [device breakage] , abdominal pain [abdominal pain] , fatigue [fatigue] , difficulty concentrating [concentration impairment] , bone pain [bone pain] , joint pain [joint pain] , tinnitus [tinnitus] , blurred vision [blurred vision] , asthenia [asthenia] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("presence of residual essure implants") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. B72577) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multi gravida (she carried three pregnancies to term, each resulting in a vaginal delivery). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2025, 4043 days after essure insertion, she experienced fatigue ("fatigue"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device breakage (seriousness criterion intervention required), abdominal pain (seriousness criterion hospitalisation), disturbance in attention ("difficulty concentrating"), bone pain ("bone pain"), arthralgia ("joint pain"), tinnitus ("tinnitus"), vision blurred ("blurred vision") and asthenia ("asthenia"). The patient was hospitalised from (B)(6) 2025 for an unknown duration and in (B)(6) 2025 for an unknown duration. The patient was treated with analgesic (menthol, methyl salicylate) as well as surgery (on (B)(6) 2025 cornuectomy to remove essure and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthralgia, asthenia, bone pain, device breakage, disturbance in attention, fatigue, pelvic pain, tinnitus and vision blurred to be related to essure administration. The reporter commented: on (B)(6) 2025, 25 physiotherapy sessions were prescribed as part of functional rehabilitation of the spine and all four limbs. She was also prescribed the hire of a transcutaneous nerve stimulator to relieve her pain. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2025: to confirm the presence of the essure implants.; on (B)(6) 2025: follow-up examination following the removal of the implants. The examination revealed no abnormalities [computerised tomogram] on (B)(6) 2025: presence of residual essure implants. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.